Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00364; 508-32-101, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to instability

Manufacturer narrative:
See d2a, d4, d10, g4, h10 and h11 complaint has been evaluated and is similar to report number 1644408-2023-00196; 509-02-436, s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.